Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacemaker dependent patient presented experiencing dizzy spells. While in the emergency room, a seven second pause on an external electrogram was captured. No pacing spikes were observed during the pause, leading to the conclusion of ventricular oversensing. Noise was not reproducible with isometrics or pocket manipulation.